Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant, the right ventricular lead was repositioned twice unsuccessfully due to high impedance, after which the helix would not deploy. The lead was not implanted, and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant, the lead helix would not advance after two repositionings. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.